Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists erosion, pain and infection as a potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced an infection and pain due to erosion with an inflatable penile prosthesis (ipp) leading to the device being removed in (B)(6) 2020. The erosion and infection site were near the incision and it was unknown which components were associated to it. The physician did not believe the device contributed to the erosion. There were no malfunctions associated to the explanted device. Posteriorly a new spectra penile prosthesis (spp) was reimplanted. The patient was said to be stable following the intervention.

Event description:
It was reported that the patient experienced an infection and pain due to erosion with an inflatable penile prosthesis (ipp) leading to the device being removed in (B)(6) 2020. The erosion and infection site were near the incision and it was unknown which components were associated to it. The physician did not believe the device contributed to the erosion. There were no malfunctions associated to the explanted device. Posteriorly a new spectra penile prosthesis (spp) was reimplanted. The patient was said to be stable following the intervention.